Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer initially received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged particles in the device, wheezing, cough, shortness of breathe. There was no report of serious or permanent patient harm. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of unidentified contamination at the air intake under the filter area of the blower box includes white and light brown contaminants at the air inlet, small pieces of light-colored hair. The manufacturer found no evidence of sound abatement foam degradation. A humidifier was also returned to the manufacturer along with device. An internal visual inspection of the humidifier was completed by the manufacturer and found evidence of unidentified contamination includes light brown stains,white contaminants, brown contamination on the outside of the blower box seal along with hairs at the bottom of the humidifier box and on the heater plate. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes that the unidentified contamination at the air intake under the filter area of the blower box includes white and light brown contaminants at the air inlet, small pieces of light-colored hair, and unidentified contamination includes light brown stains,white contaminants, brown contamination on the outside of the blower box seal of the humidifier along with hairs at the bottom of the humidifier box, and on the heater plate were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.